Event description:
It was reported that this crt-d system exhibited another episode of noise oversensing on the right ventricular (rv) lead and shock channels. Technical services (ts) recommended further lead evaluation with isometric exercises to discard an rv lead anomaly. No adverse patient effects were reported. This rv lead remains in service.